Event description:
It was reported that the collimator on the 9600 sys was stuck open. Also the image intensifier power supply was bad. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure was verified. The customer refused the repairs. A f/u report will be filed when add'l details become available.